Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information and without the device to analyze, a definite cause for the reported inability to remove the gripper line cannot be determined. It should be noted that in the mitraclip instructions for use, warns ¿pulling the gripper line too quickly or with excessive force may raise the grippers, break the gripper line and/or disturb leaflet capture and insertion." The reported failure to follow instructions was due to the user error of using additional force to pull the gripper line. The reported gripper line break and single leaflet device attachment (slda) were a result of the failure to follow instructions. The reported unchanged mitral regurgitation (mr) was a cascading effect of the reported slda. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report inability to a gripper line break, inability to remove the gripper line, single leaflet device attachment (slda), and surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Transseptal puncture was performed, but while trying to cross the septum with the steerable guide catheter (sgc), the guidewire dislocated twice. After the sgc was inserted into the left atrium (la), a pericardial effusion occurred. It was noted that the pericardial effusion was caused by several attempts to reposition the super stiff guidewire. The sgc did not cause or worsen the pericardial effusion. The decision was made to advance the xtr clip delivery system (cds). The clip was deployed, but when attempting to remove the gripper line, resistance was noted. The physician then pulled on the gripper line with more force, causing the gripper line to break. Part of the gripper line remained in the anatomy. The additional force on the gripper line also caused the clip to detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr remained at a grade of 3-4; therefore, the patient underwent mitral valve replacement surgery. There was no clinically significant delay in the procedure. No additional information was provided.